Manufacturer narrative:
H4: the lot was manufactured from october 23, 2019 - october 24, 2019. H10: the device was received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. The fill port was cut where the customer likely drained the contents. Functional testing was performed which revealed a leak between the spike port cap tube and the spike port bonding area. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause of the condition was due to inadequate or lack of adhesive applied to the cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. This was identified prior to patient use. There was no patient involvement. No additional information is available.